Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the table to be operating according to specification. No repairs were required, and the table was returned to service. Upon arrival, the technician learned that user facility personnel unlocked the table with a patient on top of the table in reverse orientation causing the reported event to occur. The 3085 surgical table operator manual states (1-1), "do not release floor locks while patient is on table." A steris account manager provided an in-service training on july 6, 2021 on the proper use and operation of the 3085 surgical table, specifically to not release the floor locks while a patient is on the table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure an employee unlocked the 3085 surgical table to move the table when the table began to tip. User facility personnel caught the table and secured the patient. The procedure was completed successfully. No report of injury or procedure delay.